Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 24-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturer representative that the lead pulled down and the patient lost pain relief on (B)(6) 2020. External factors that led to this are unknown. An x-ray confirmed that the lead moved. Reprogramming was attempted with no success, so the lead was replaced on (B)(6) 2020. The issue was resolved.